Manufacturer narrative:
One opened and used enlite serter was inspected and the instruction test was performed using a new lab enlite sensor along with rubber skin. The enlite serter failed per specification due to the needle hub was stuck inside of the enlite serter catch arm.

Event description:
Customer reported that the sensor did not release from the inserter. The blood glucose reading was 411 mg/dl. She stated that the fold over flap was not dislodged before placing the sensor into the inserter. Customer was advised on the insertion process. Customer reported that the blood glucose was high due to eating recently and stress and that she had treated. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.